Event description:
The customer reported that they observed a false positive test interpretation while performing antibody screen testing on the ortho provue analyzer. Testing was repeated in manual gel method and on a different provue instrument, and a negative reactivity was obtained. If this type of malfunction were to reoccur during blood typing, a patient could be transfused with the wrong blood type. There was no report of patient harm as a result of this event.

Manufacturer narrative:
An ocd field engineer visited the site and replaced the probe, performed several primes and made the appropriate adjustments to return the instrument to expected operation. No definitive root cause was determined. The customer performed qc with acceptable results.